Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This event is associated with the mnt-men-15-003 clinical trial, participant (B)(6). It was reported that a 46 year old non-hispanic female patient who underwent bilateral breast reconstruction with 750cc mentor memorygel breast implant (mentor glow study gel devices) on (B)(6) 2018 experienced bilateral asymmetry, and wrinkling. As a result, the patient underwent bilateral removal and replacement with gel implants on (B)(6) 2018. On (B)(6) 2018, the patient experienced left side breast implant rupture with the replacement unknown gel device. At this time, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 10, 2023, mentor became aware that the replacement devices are non-mentor. Hence, please disregard details submitted under manufacturer report number initial report, codes have been updated on this form accordingly. Manufacturer¿s reference number: (B)(4).